Manufacturer narrative:
(B)(4).

Event description:
It was reported after placement of the spring wire guide, the user inserted the dilator and attempted to remove it, but could not. Therefore the user removed both the spring wire guide and the dilator and opened a new kit to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and 3-l catheter for analysis. Obvious signs of use were observed in the form of dried blood. Visual examination revealed that the guide wire unraveled from the distal weld. The core wire distal j-bend was deformed and exposed out of the coil wire. The returned catheter show evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. Visual inspection of the dilator could not be performed as the dilator was not returned. The broken core wire measured 684 mm which is within the specification limits of 679mm - 687mm. Therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.795mm which is within the specification limits of 0.788mm-0.826mm. Functional analysis of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. Additional testing of the dilator could not be performed as the dilator was not returned. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional and functional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and dilator resistance could not be determined based upon the information provided and without the dilator being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported after placement of the spring wire guide, the user inserted the dilator and attempted to remove it, but could not. T herefore the user removed both the spring wire guide and the dilator and opened a new kit to complete the procedure. No patient harm reported. The patient's condition is reported as fine.